Event description:
Boston scientific received information that this pacemaker and right atrial lead exhibited an out of range pacing impedance which triggered the lead safety switch. Measurements displayed were 300 ohms recently and 480 previously. There was inappropriate atrial tachy response episode due to noise when switched to unipolar configuration. Boston scientific technical services discussed the possible reasons as well as troubleshooting measures. Furthermore, oversensing was observed when unipolar testing was performed which led to false atr's. It was decided to leave it programmed to bipolar configuration with lss on again. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.